Manufacturer narrative:
Literature citation:heng wang, zhenzhong sun, zhiwen wang, weimin jiang "single-balloon versus double-balloon bipedicular kyphoplasty for osteoporotic vertebral compression fractures". Mean age of patients in group a was 68.0 years. Address : affiliated hospital of (B)(6) country: (B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a journal that 68 patients with a single-level osteoporotic compression fracture at the thoracic and lumbar vertebrae (t6-l4) underwent bipedicular kyphoplasty between january 2011 and october 2012. The 68 patients were divided into two groups according to the surgical procedure: group a (single-balloon group, who received single balloon bipedicular kyphoplasty) and group b (double-balloon group, who received double-balloon bipedicular kyphoplasty). Group a consisted of 28 patients (11 male and 17 female) with a mean age of 68.0 years. Group b consisted of 40 patients (16 male and 24 female) with a mean age of 69.6 years. The mean follow-up was 17.7 &#6194;.7 months for group a and 18.7 &#6195;.1 months for group b. Pmma (polymethylmethacrylate) cement was used for all patients. In group a, bone cement leakage into the spinal canal occurred in two patients. No patient complications were reported.